Manufacturer narrative:
Philips service replaced the ps fd unit flat detector, calibrated the detector, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoro was unavailable due to a flat detector power supply issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.